Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported active system blood glucose result of 11.0 mmol/l and lab result of 5.6 mmol/l within 10 minutes. No adverse event was reported. Strips are not available for return.